Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Visual inspection noted irregular burst without missing pieces. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found there was present salt on the balloon area. The exact cause on how and when problem occurred could not be determined. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted on (B)(6) due to bladder cancer and underwent surgical treatment on (B)(6). An 18fr foley catheter was placed in the pelvic area through the urethra for drainage purposes. The amount of fluid injected into the catheter balloon during placement was unclear. After surgery, the patient was transferred from the operating room to room (B)(6) at 19:40. During a full-body cleansing at 06:00, while performing perineal irrigation, the catheter slipped out of the urethra, revealing a noticeable rupture in the balloon. Replaced a new one to solve.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 due to bladder cancer and underwent surgical treatment on (B)(6) 2024. An 18fr foley catheter was placed in the pelvic area through the urethra for drainage purposes. The amount of fluid injected into the catheter balloon during placement was unclear. After surgery, the patient was transferred from the operating room to room 4a1-09 at 19:40. During a full-body cleansing at 06:00, while performing perineal irrigation, the catheter slipped out of the urethra, revealing a noticeable rupture in the balloon. Replaced a new one to solve.